Event description:
It was reported while unloading a patient from the ambulance at the hospital, the legs of the cot allegedly would not disengage. The patient was removed from the cot and walked inside the hospital. There were no reports of injury or adverse effect to the patient or crew as a result of the incident.

Manufacturer narrative:
An authorized field technician was dispatched to evaluate the cot at the complainant's location. A visual and functional evaluation was conducted and it was determined the cot was operating within specification; however, the set load height of the cot was lower than the load height of the ambulance it was being used in. The technician reset the load height of the cot to the highest position. The technician also found the axle bolts were extremely tight and loosened those as well. The cot was returned to service. The complainant advised the patient was in a stable condition and the incident did not hinder medical treatment or create further injury to the patient. Instructions are provided in the IFU on how to increase the load height of the cot in relation to the ambulance it is being used in.

Event description:
It was reported while unloading a patient from the ambulance at the hospital, the legs of the cot allegedly would not disengage. The patient was removed from the cot and walked inside the hospital. There were no reports of injury or adverse effect to the patient or crew as a result of the incident.